Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post-implant check-up. X-ray revealed that the right atrial lead had dislodged. The lead was repositioned successfully. Patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that it was noted that all right atrial lead test measurements were out of range.